Manufacturer narrative:
The insulin pump had no button error alarm noted. Device had no button response due to corroded keypad traces. The device had cracked case at display window corner all corners, cracked display window, broken belt clip slot and cracked battery tube threads. Device had moisture damage on lcd. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.